Manufacturer narrative:
Literature article details: title: consecutive failing proximal landing zones authors: bosse, md, thomas le houérou, md, raphael soler, md, dominique fabre, md, phd, and stéphan haulon, md, phd journal of vascular surgery cases and innovative techniques, 2019 doi: https://doi.org/10.1016/j.jvscit.2019.06. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa bifurcated stent graft system was implanted in the patient for the treatment of a 58mm diameter abdominal aortic aneurysm on an unknown date in 2006; the infrarenal aortic neck was 20 mm long and 28 mm in diameter. On an unknown date in 2016, a type ia endoleak was observed with aneurysm diameter increased to 89mm. An endurant ii cuff was implanted along with non mdt covered, balloon-expandable bridging stents which were implanted into the renal arteries. In situ laser fenestration of the endurant ii cuff was carried out to allow the placement of the bridging stents. On an unknown date in 2018, it was reported the patient presented with a symptomatic 90-mm aneurysm of the distal thoracic aorta, and an occlusion of the left renal artery bridging stent. Non mdt stent grafts were implanted to treat the events. It was reported that the patient suffered hematuria which was resolved with treatment.